Event description:
The complainant reported that the clinicians were performing a therapeutic transhepatic diamond biliary stent implant procedure on a patient (age, gender and weight unknown). During this procedure, an 9 incg fr. Ptcd catheter was inserted into the porta hepatica, then a 0.035 inch guidewire was inserted with the catheter to the duodenum. The catheter was then removed and the stent was then inserted without resistance to the target lesion. When the stent was released, the contrast media flowed normally; however, when the physician attempted to remove the delivery device, but severe resistance was felt. The physician then applied force and was able to removed the delivery catheter. Upon examination, approximately 10cm's of the proximal portion of the device was found to be deformed. The device was successfully implanted in the patient, and the complainant indicated that there was no adverse affect on the patient as a result of the reported problem, and the patient's condition was reported as "good".

Manufacturer narrative:
The device was returned for evaluation. The device analysis can confirm that the returned device had come in contact with some form of restriction, indicated by the bunching of the outer sheath proximal to the control ring. As stated in the complaint event description the physician applied force to the device to remove it from the patient., but upon removal it was found to be bent. This force may have contributed to the damage noted on the returned device. The visual examination of the tip of the device noted no issue that could have contributed to the reported complaint. The evaluation could not conclusively determine if or how the device got bent/kinked or that the kink/bend was the sole reason for the difficulty experienced while trying to remove the device from the scope. A review of the device history record for the pertinent lot was performed, no anomalies were noted. We are not able at this time to determine the relationship between this device and the cause for this event.